Event description:
Updating MDR due to being selected as reportable in error per customer advocacy. Complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2024-127749 was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2023. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.